Event description:
The lay user / pt contacted lifescan (lfs) alleging high readings on the ultra meter. The medical affair spec (mas) spoke ot the pt in 2005 and obtained / verified the following information: starting in 2005, the pt started to experience symptoms of feeling sluggish, dry mouth and frequent urination. He would test his blood glucose and receiving readings in the mid 100's and never noticed the decimal point. He took his oral medication of glypizide and continued his day. He experienced the symptoms for the entire week and did not know why he was feeling this way when he assumed his blood glucose was "normal" seven days later in the afternoon, the pt tested his blood glucose and received 17.4mmol/l (313 mg/dl) and took his glypizide. He looked closely at the resut and noticed the decimal point. He went to the ER due to his symptoms and was tested in the hospital with blood glucose of 450 mg/dl. The pt was treated with insulin and admitted in the hospital for four days. The diagnosis was hyperglycemia. The pt mentioned that if had known that his blood glucose level was high, he would have sought medical attention sooner. The pt contacted lfs and spoke to the customer care advocate (cca) and the cca found out that the pt's test strips had expired in 2005. Mas explained to the pt that expired test strips can lead to false blood glucose readings. The cca also found out that the meter was set to the incorrect unit of measurement (uom) and assisted the pt in changing it back to mg/ml. Cca sent the pt a replacement meter and test strips.